Event description:
It was reported that the device stopped during surgery and displayed the error message "run away". No additional information was provided. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted if additional information becomes available.